Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-13241, reference MFR. Report#: 1627487-2018-13242, reference MFR. Report#: 1627487-2018-13243. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.